Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 3.1; lab: 2.7. Pt states that there is always a 0.4-0.5 difference on the meter as compared to the lab. Pt is not on heparin/lovenox and does not have cancer or anemia.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio meter = 3.1 inr; ref = 2.7 inr; mean = 2.90; confidence limits = 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer results analyzed and accuracy confidence limits were met. Product deficiency not established. Time elapse between results not provided. If the time elapsed exceeds 3 hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. In-house investigation returned meter. Temp sensing passed. Functional testing passed. Further investigation found slight contamination on heater plate. Meter memory reviewed. Data reported not registered per memory. Further action not required. No trending possible as strip lot # was not provided. Product deficiency not established; no corrective action required at this time.